Manufacturer narrative:
E1 initial reporter facility name: (B)(6) university.e1 initial reporter phone: (B)(6).

Event description:
It was reported that the rotation speed was not stable. A ce rotablator was selected for use. During the procedure, it was noted that the rotation speed was not stable and an abnormal sound was heard. There were no patient complications.